Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During in clinic follow up, an x-ray was performed and the right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable.